Event description:
In 2009, patient reported she received the replacement infusion device and is still having elevated readings and occlusions. She stated, her readings never returned to normal. Patient reported the occlusions started within 24 hours of having the replacement infusion device. She stated, her reading was 512 mg/dl this morning and she has never had a reading that elevated. Patient reported her morning fasting readings have been in the 400 mg/dl range and her kidneys hurt, so she knows something is wrong. She said, she has been changing the tubing every day. She said, she will start using the tubing and get an occlusion approximately 10 hours later during a bolus and then she will disconnect and try to prime and even when she tries to prime, the infusion device will occlude, so then she has to change the tubing. Patient reported, she changed her type of insulin two months prior to report, and everything was fine until the week of event, and ever since then she has had elevated readings and occlusions regardless of what infusion device or what box of infusion sets she is using. She reported, she has been using injections to bring her readings down. She also stated that she has a 200% tbr (temporary basal rate) set on the infusion device since the following month. Patient reported, she took 10 units of insulin through injection at 2:30 am this morning and then, another 10 units at 7:45 am. She said, at this point she may have to go to the hospital since her doctors are not available. Encouraged her to seek medical attention if necessary. Submitted a request for training. Requested return of the alleged infusion tubing for evaluation. Six days later, company representative reported she spoke to the patient in two days and stated, she thinks the contributor to her elevated blood glucose levels can be the infections and illness she gets from time to time. She stated currently patient has skin infection that is treated with antibiotics and she started therapy. Company representative reported patient may need basal adjustments and precise dosing of boluses. She reported, she set up an appointment to have the patient assessed by the clinical specialist and reviewed dka prevention with her. On call back from patient five days later, she reported, she spoke to her physician and she advised her to go off of the infusion device and use multiple injections until she can meet with the nurse. Patient reported, she has not been on her infusion device for 6 days and her readings are back to normal.